Manufacturer narrative:
(B)(4)

Event description:
The customer reported that an error appeared on the device. There was no adverse patient impact reported.

Manufacturer narrative:
One processor pca was returned for failure analysis. A printer error was duplicated during lab tests due to a due to broken capacitor.